Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin squirts out during priming and had unexpected restart. A cold reset was performed. Customer's blood glucose value was unknown at the time of incident. Customer also stated that the insulin pump had unexplained no delivery alerts and shuts off and rejected new batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.